Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer went through a scanner with the insulin pump. The customer went through a diagnostic test and errors came on the insulin pump. The caller reported that an unexpected restart was one of the errors. Troubleshooting was not performed. The device was not returned for analysis.